Manufacturer narrative:
G4: 03apr2020. B4: 06apr2020. The manufacturer's field service engineer (fse) replaced the h2 blower/ motor to address the reported problem. The unit successfully passed the required performance verification test. The h2 blower/motor assembly was returned to failure investigation (fi) for evaluation. No sign of damage or contamination was found. This bipap focus blower assembly will be installed into the fi test ventilator. The ventilator remained operational with no errors detected. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is not a relationship of the device to the reported problem. This bipap focus sleeve valve was tested and no failures were identified. This bipap focus blower assembly was tested and no failures were identified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date received by MFR: (B)(6) 2019. Date of report: (B)(6) 2019. The manufacturer's field service engineer (fse) confirmed the reported issue. The unit has no pressure reading which was caused by a defective controller. Upon inspection, battery faulty or missing diagnostics code was observed and the tahoe user interface printed circuit board assembly (tui pcba) hardware is not current. The manufacturer's field service engineer (fse) replaced the defective user interface and internal battery to address the reported problem. The fse stated the bipap focus controller pcb assembly kit is now discontinued with no additional supplies or replacements available. The unit has been sent back to the customer without the controller board replaced and has been removed from service. If further information is obtained, this complaint will be reopened. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Part was not returned to failure investigation (fi). The root cause cannot be determined until the device is returned and investigated. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 11nov2019.

Event description:
The customer reported unit has no pressure. There was no patient involvement.